Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse was able to reproduce the reported issue and replaced the erbe iesu to correct the reported problem. The system was tested and verified as ready for use. Isi did receive the erbe and performed the failure analysis. During failure analysis, the erbe was placed on an in-house system and was run in normal mode and the reported failure was reproduced. The visual inspection shows the unit in good condition. The complaint was confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and stated getting c-34 errors when trying to activate monopolar. The bipolar was functioning normally. The customer tried to restart the erbe integrated electrosurgical unit (iesu) generator, and they tried new monopolar instruments, instrument cables and a ground pad with no change. The customer made the decision to use another generator and the procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using another generator.